Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Pt was recently implanted. Pt was unable to connect recharger to handset. Technical services (ts) provided instructions on how to connect recharger to handset and how to charge ins. Ins was discharged. No issue with the recharger. Pt needed instruction on how to use the recharger. The caller indicated the patient was trying to charge today. The patient indicated that they had been attempting to charge for 3 hours and the ins battery level was at 30%. The patient had seen the open loop charging screen prior to calling. At the time of the call the recharger was connected to the ins with the coupling status good. The patient indicated that when they were standing up the coupling status was excellent. The recharger was also losing connection as the patient moved into different positions, the patient repeatedly noted that the recharger was beeping indicating that it was disconnecting from the ins. The recharger would reconnect to the ins and start charging again. The patient was using the belt with the recharger. Tss reviewed information about charging and recommended that the patient continue charging the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the issue was intermittent connection. They re-educated the patient and encouraged finding a better connection. The issue was resolved.